Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend (vse) instrument broke and there was a piece sticking out. When attempting to put the vse back into patient abdomen via a trocar. The system kept generation an error message of "self-test failed." Upon further inspection, the broken tip was discovered. Use of the instrument was discontinued, and it was replaced to the backup. The device was not being used when the problem was discovered. The user completed the procedure and no known impact or patient consequence was reported. On 02/19/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: tip of robotic vessel sealer broke/ there's a piece sticking out. When trying to put the vessel sealer back into patient abdomen via a trocar, davinci kept giving error message of "self test failed." Upon further inspection, the broken tip was discovered. Device was removed from field, and a new one was opened. Device was not being used when the problem was discovered. Isi contacted the customer and obtained the following information: the reporter was not sure if the broken piece was still attached to the instrument or detached from the instrument. The customer did not know if there was any injury to the patient but did state no fragment fell inside the patient. The instrument will be returned back to isi. There were no photo or videos for isi to review. Patient demographic information was not provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.